Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the right coronary artery. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when connecting the opticross hd to the ivus system, the device was not recognized, and the ivus screen showed no signal from the connected device. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.